Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that high lead impedance was received during an office visit (7/limit/high/no). The patient's device was disabled due to high lead impedance and patient decided not to go through surgeon referral for lead replacement as she wanted to see how things were w/o therapy. Chest and lateral x-rays were performed by the nurse who indicated that the presence of a lead discontinuity was not confirmed. No patient trauma or manipulation were reported to have contributed to the reported high lead impedance. At the moment good faith attempts to obtain additional information have been unsuccessful to date.